Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level exceeded 400 mg/dl. The patient experienced lethargy, nausea, profuse sweating, and stomach cramps. He was diagnosed with diabetic ketoacidosis (dka) and treated with IV insulin, reglan, zofran, potassium, and magnesium to balance fluid and electrolyte levels. The patient was hospitalized for 3 to 5 days. The used pod was discarded.